Event description:
Additional information: the revision surgery was performed to retrieve the backed out set screw and replace it with a new one.

Manufacturer narrative:
(B)(4). Device was not received in the manufacturer for evaluation. Several x-rays are received. The evaluation is in process. The follow up report will be sent after the evaluation is completed.

Manufacturer narrative:
Multiple ap and lateral views show segmental construct l3-l4-l5-s1. Good portion of pedicle screws and peek spacers. Right s1 set screw is seen disassociated in later view. They are documented on both ap and lateral films.

Manufacturer narrative:
The device was received at medtronic for evaluation. Macroscopic examination of the returned set screw did not identify thread damage. Microscopic examination noted atypical rod interface witness marks, when contrasted with comparative sample set screws. Additionally, rod interface nipple height found to be less deformed (taller) than comparative sample set screws. Unable to determine root cause from the available information. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that the patient underwent a spinal procedure to implant the posterior fixation at l3-s1. One of the set screws was found loosed from the pedicle screw. The revision surgery was performed to fix the loosening set screws.